Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted nozzle clogged, noted handling issue, insufficient cleaning . Furthermore, the following findings were noted during inspection: lg-lens has chip. Ob-lens has chip. C-cover has scratch. A-rubber glue has separated. Bending tube has shorten. Air/water cylinder has paint peel off. Suction cylinder has paint peel off. Angulation is play. Angulation is lower than standard. Upd error. Service repair concluded the defects are due to customer mishandling and insufficient cleaning. A repair is required to restore the OEM (original equipment manufacturers) standard. Investigation is ongoing. This report will be supplemented accordingly following investigation. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.¿

Event description:
Customer reported with an issue of flow check error. According to service repair, the customer has indicated that the device was not cleaned before sending it for inspection. Device evaluation found nozzle protrusion, nozzle was found clogged (insufficient cleaning (handling problems). There was no patient harm or injury reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. Based on the results of the investigation, it can be assumed that the reported issue occurred due to lint/fiber of cloth to wipe the device during reprocessing entered the a/w channel. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: - IFU warns against this event as follows: ¿·inspection of the endoscope: inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. ·inspection of the endoscopic system - inspection of the air-feeding function - inspection of the objective lens cleaning function ·all cloths used in reprocessing are recommended to be lint-free. Lint or cloth fibers shed into reprocessing fluids may be injected into the endoscope channels. There is the potential for lint or cloth fibers to lodge in channels or become trapped in the air/water nozzle. If gauze is used to reprocess the endoscope, ensure that fibers do not get caught on or remain trapped by protruding components like the air/water nozzle.¿ olympus will continue to monitor the field performance of this device.